Event description:
On two (2) instances (may 28, and 31, 1993) a patient at one of our facilites presented symptoms (shortness of breath, bradycardia, cyanosis, etc.) That were later determined by a physician to be an allergic reaction, that required immediate medical intervention of prevent permanent damage. The physician determined that the patient was allergic to the above named product. The patient is no longer exposed to the product and the problem is resolved.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.